Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not charging properly and occlusion alarms occurred. No additional information was provided. There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.